Manufacturer narrative:
Based on information provided by the complainant, it was determined that the sub-optimal tissue processing reported was derived from the "factory 2 hr xylene free" protocol started in retort b at 18:31pm on (B)(6) 2016, which completed successfully at 20:38pm on (B)(6) 2016. This protocol comprised 44 cassettes based on information entered by the user into the instrument software. The <io>log shows that retort b was opened between 20:40pm and 20:42pm on (B)(6) 2016, following completion of the "factory 2 hr xylene free" protocol started in retort b at 18:31pm on (B)(6) 2016, which completed successfully at 20:38pm on (B)(6) 2016. It was not possible to determine whether the tissue samples were removed from the retort during this time. A "quick clean" protocol was run in retort b at 20:42pm on (B)(6) 2016, which completed 21:17pm on (B)(6) 2016. No use error(s) was identified in the instrument logs in relation to the interaction between the user and the instrument either prior to, or during execution of the "factory 2 hr xylene free" protocol started in retort b at 18:31pm on (B)(6) 2016, from which the complainant identified sub-optimal tissue processing. Investigation of this complaint confirmed that the instrument operated within specification during execution of the "factory 2 hr xylene free" protocol started in retort b at 18:31pm on (B)(6) 2016. Based on the information provided by the complainant, the root cause of the sub-optimal tissue processing reported was a use error, which occurred at completion of the "factory 2 hr xylene free" protocol started in retort at 18:31pm on (B)(6) 2016. Specifically, the user failed to follow the manufacturer instructions detailed in the leica peloris/peloris ll user manual. The leica peloris/peloris ll user manual contains the following specific warning: "remove all tissue from the retort before running a clean protocol as the dry step will damage the tissue." On (B)(6) 2016, the complainant indicated that the cassettes processed from a completed protocol were not removed from the retort before the cleaning protocol was started.

Event description:
Leica biosystems received a complaint regarding sub-optimal processing from one processing run. The complainant described the affected tissue samples as "burnt." On (B)(4) 2016, a leica field support specialist (fss) attended the laboratory in order to assist with the circumstances involved in this complaint and to provide applications support. The fss was advised by the complainant that "that they suspected that their staff ran the tissues through the clean cycle. The believe that the retort had been drained by one person and that someone else started the clean cycle without checking to make sure it was empty." On (B)(4) 2016, leica biosystems received information from the laboratory indicating tissue sample from one patient was not diagnosable and that no re-biopsy has been performed to date. The patient identifier, gender and age were provided. On (B)(4) 2016. Leica biosystems received information from the laboratory indicating re-biopsy of the one patient whom tissue was not diagnosable had not been performed.